Event description:
An optometrist reported a male patient had 2 corneal ulcers in one eye and keratitis in the other eye following the use of complete moistureplus with his focus night and day lenses. She said he was not new to wearing contact lenses. His eye became red after a few days of beginning use of starter kit she dispensed. He sought medical treatment and was prescribed vigamox (moxifloxacin) for 10 days. He discontinued contact lenses for 2 weeks and his symptoms resolved. When he began use of his lenses again the symptoms returned. This time he was diagnosed with keratitis. The patient discarded the product; lot number is unknown. Additional information was requested but not received.